Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text : product is not expected to be returned for evaluation.

Event description:
It was reported that the infusion device was presumably delivering an inaccurate amount of insulin resulting in ketoacidosis and hospitalization. The patient started vomiting on the day prior to hospitalization, was prescribed reliveran and felt fine for the rest of the day. Vomiting started again at night and the patient was admitted to hospital around noon on (B)(6) 2024. The patient stated that she was dehydrated, had a glucose level of 800 mg/dl and was almost unconscious. The patient was hospitalized for 5 days and received insulin, saline solution and dextrose as treatment. She was released on (B)(6) 2024 and started to use her insulin pump again.